Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was missing the needle cover resulting in a possible sterile breach. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: visual examination of the returned photos and an activation test on the returned sample was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. Investigation conclusion: no issues were observed with the returned sample or photos therefore no root cause can be identified.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was missing the needle cover resulting in a possible sterile breach. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd autoshield duo safety pen needle was missing the needle cover resulting in a possible sterile breach. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.